Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation and data was not provided; therefore, the reported complaint of hardware error cannot be confirmed. It was reported that a pediatric patient was using a receiver approved only for adults. It should be noted that the dexcom g4® platinum continuous glucose monitoring system states: the dexcom g4 system is not approved for use in children or adolescents, pregnant women or persons on dialysis. It is also reported that patient's receiver was exposed to water. It should be noted that the dexcom g4® platinum continuous glucose monitoring system states: keep the receiver dry. Do not spill fluids on it or drop it into fluids. However, a root cause for the reported hardware error cannot be determined.

Event description:
Patient's father contacted dexcom technical support on (B)(6) 2015 and claimed that on (B)(6) 2015 the patient experienced a hardware failure. Pediatric patient was using adult receiver. Patient's receiver was exposed to water. The patient's father did not report any injury or medical intervention.